Manufacturer narrative:
The device was returned for analysis. All available information was investigated and the returned device analysis confirmed the reported difficult to open or close based on the observed gripper line break. The reported positioning failure could not be replicated in the testing environment as it was likely an outcome of procedural circumstance. All available information was investigated and the reported difficult to open or close was an outcome of the observed gripper line break. The observed gripper line break was due to multiple gripper actuation attempts and is due to operational context. The reported positioning failure was due to challenging patient anatomical condition. There is no indication of a product issue with respect to manufacture, design, or labeling. D9, h3: the device was available for evaluation. H6: type of investigation code 4115 - removed. H6: investigation conclusions code 67 - removed. H10: addtl mfg narrative - revised.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported positioning failure (leaflet grasping ¿ clip not implanted) was due anatomical challenges. The reported single gripper actuation issue was likely related to the troubleshooting attempts made during grasping; however, this cannot be confirmed. A cause for the reported gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr). The first clip was implanted without issue. To further reduce mr a second clip was advanced to mitral valve. Grasping the leaflets was very complex due to the coaptation gap. Simultaneous grasping and independent grasping were unsuccessful, the leaflets could not be grasped. After several grasping attempts one of the gripper arms no longer came back up, it stayed down. The clip was not implanted and was removed. Another clip was implanted without issues, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.